Manufacturer narrative:
On 13-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a pericardial effusion that required pericardiocentesis and drain placement. First, it was reported that the ep (electrophysiology) recording system were displaying artifact on all ablation electrograms. To troubleshoot, the catheter cable was replaced without resolution. The catheter was replaced and the procedure was continued. Then it was reported that post ablation, on the left side, the patient checked with intracardiac echo and noticed a pericardial effusion. Checking for an effusion is part of their normal process, there were no hemodynamic changes. The physician performed a pericardiocentesis. The patient was sent to the intensive care unite with drain that was removed later that evening after tee (transthoracic echocardiogram) was clear. The patient fully recovered. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and force sensor error (106) was observed due to an open circuit in the tip area. A microscopic examination of the peek housing was performed and insufficient adhesive application on the wires inside the tip was observed. No other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device number lot 31366368l and no internal action related to the complaint was found during the review. The force sensor error observed was not related to the adverse event reported. The potential cause for the open circuit causing the 106 error could be related to the insufficient adhesive observed, however, this could not be conclusively determined. The root cause of the adhesive condition is traced to the manufacturing process. The root cause of the adverse event remains unknown the instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being performed to investigate the manufacturing opportunities related to the application of adessive in the tip area that might cause open circuits and force errors. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a pericardial effusion that required pericardiocentesis and drain placement. First, it was reported that the ep (electrophysiology) recording system were displaying artifact on all ablation electrograms. To troubleshoot, the catheter cable was replaced without resolution. The catheter was replaced and the procedure was continued. Then it was reported that post ablation, on the left side, the patient checked with intracardiac echo and noticed a pericardial effusion. Checking for an effusion is part of their normal process, there were no hemodynamic changes. The physician performed a pericardiocentesis. The patient was sent to the intensive care unite with drain that was removed later that evening after tee (transthoracic echocardiogram) was clear. The patient fully recovered. The physician is unsure why the patient developed an effusion. He was not giving long lesions, force was within his normal range. No high force, no impedance changes, no steam pops noted by physician. Just 20 minutes before the event was noted there was no effusion. Act (activated clotting time) on heparin was therapeutic between 300-350. Effusion noted post procedure during standard post scan workflow. No changes in patient hemodynamic noted by anesthesia. Heparin stopped. The physician reported that the pericardial tap was "dry" and only fluid was located posteriorly. Prior to protamine given the effusion began to resolve on its own. The physician did drain 90 ml. No error messages observed on biosense webster equipment during the procedure.